Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) after a supply change. Backup therapy restored bg to range overnight, but levels rose again after reconnecting to the ilet. A second supply change was completed, and bg began improving. Later that morning, bg reached 401 mg/dl with no insulin delivery alerts. The site was normal, and delivery was shown in the device report. The user was advised to rotate sites and consider a manual injection if bg remained high. No medical intervention or outside assistance was required.